Manufacturer narrative:
Conclusion: based on the measurements performed on the device during explant investigation, it must be assumed that the explantation was not due to a technical problem. The recipient_s perception with the device was unsatisfactory; however, no technical problem could be detected during device investigation on the received parts. The three channels showing high impedance whilst implanted could not be reproduced or identified during investigation, since the active electrode was received incomplete and damaged. Further one additional channel was deactivated due to being not tonotopic. However, the remaining eight channels would have allowed a beneficial stimulation. Mechanical damages found during device investigation are attributable to the removal surgery. This is a final report.

Event description:
In 2016 the user temporarily felt pressure around the implant, accompainied by low rowing sound and an increased loudness. The problems resolved and didn_t reoccurred until (B)(6)2019. The feeling of pressure and the rowing sound would stay for approx. 4-5 hours. However, the feeling disappeared after a couple of minutes when the user took off the processor. Recipient was reimplanted on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since implantation 2010 one channel deactivated because of high impedance. 2015 the user temporarily felt pressure around the implant, accompanied by low, rowing sound and an increased loudness. Shortly after, a second channel with high impedance got deactivated. Since then the user did not report any problems, until june 2019. Again pressure and low sound, which stays for approx. 4-5 hours. If the user takes off the processor, this feeling disappears after a couple of minutes.